Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Troubleshooting was done for time clock anomaly. The customer stated that the insulin pump loses time by its own. Customer stated that the insulin pump been gain time 10 minutes per day since the day she received it, lately it had been lose time by a whole hour. Customer also experienced high and low blood glucose. Customer declined to further assistance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.